Event description:
Pt's epidural tubing came out of plastic cover. This was noticed when pt was turned to cap the epidural after delivery. Rn notified the anesthesiologist after the epidural tubing was found detached.